Event description:
It was reported that a perforation, pericardial effusion (pe) occurred and the procedure was aborted. During a left atrial appendage closure (laac) procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging of the laa was performed prior to the procedure. Venous access was obtained. A watchman trusteer access system (was) with versacross connect (vcc) transseptal system was advanced into the superior vena cava (svc). The fossa ovalis was visualized yet poor visualization on fo tenting was encountered. Both the was and vcc system had to be re-maneuvered into position. Initial radiofrequency (rf) buzz was performed but was unsuccessful, so a second rf buzz was required. The vcc rf wire appeared to cross into the left atrium (la) yet was unable to be visualized on tee. The vcc rf wire was brought back across the septum into the right atrium, and a new tsp attempt was initiated. Great visualization of the tent on the septum on both bi-caval and short access views on tee was noted. Tsp was re-performed and the was and vcc system were advanced into the la. The vcc dilator was removed, and a pigtail catheter was placed into the laa. Contrast injection for the laa was performed and as sizing was being determined, hypotension was noted. Tee confirmed a pe. A pericardiocentesis was performed and multiple syringes of blood were being drawn out and re-infused back into the patient. The patient became briefly hemodynamically stable, and the pe appeared to be resolving yet returned quickly to being unstable, so the physicians aborted the procedure. The patient was sent to the operating room (or) for exploration and surgical closure of the laa. The patient was in stable condition, sent to the intensive care unit (ICU) for observation and has been discharged. The device is not expected to be returned for analysis (discarded). First tsp attempt it did cross; however, rf wire visualization could not be noted on tee and wire placement on fluoroscopy did not appear appropriate. Wire was brought back into the right atrium and a second attempt was made with great tenting visualization on the fo. Difficult patient anatomy was noted (rotated heart). The physician believes the first rf crossing is what caused the pe, however, not a fault to the equipment but patient anatomy and crossing location. No effusion was noted on tee prior to case start. A perforation has occurred, causing the pericardial effusion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.